Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had low blood glucose of 44 mg/dl and wanted to calibrate however, troubleshooting indicated to wait until blood glucose is stable before calibrating again. Customer also indicated that the battery cap is unable to be attached properly and troubleshooting indicated that they would provide her with a new one. Customer does not recall any significant events leading to the error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction.